Event description:
It was reported that a patient underwent a total pelvic floor repair procedure on (B) (6) 2010. On (B) (6) 2010, the patient lost a "great deal" of blood vaginally and was put on an iron supplement. Two weeks after the surgery, the patient was still bleeding vaginally and when seen by the surgeon, he felt something sharp in the vagina and thought it was suture. Eight weeks after the surgery, the patient continued to bleed but not as heavily and again was seen by the surgeon. He felt what he thought was mesh coming through the vagina but he did not feel anything sharp. The patient was put on estrace vaginal cream. At a follow-up appointment with the surgeon, posterior mesh was found to be protruding through to the vagina and the patient was scheduled for surgery to remove the protruding mesh.

Manufacturer narrative:
(B) (4) - mesh exposure - (B) (4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.